Event description:
The architect i1000sr was inspected due to error code 5904, failure (syringe motor of the pipetting arm) to return home. During inspection, the syringe cable connected to the fluid dispensing card was found wet and the connector that goes to the fluid dispensing card was found melted. No discrepant patient results were generated. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A customer reported that the architect i1000sr serial no.(B)(4) generated error code 5904, pipettor syringe homing failure. An abbott field service representative (fsr) found the syringe cable connected to the fluidics distribution board was wet, and the connector was melted. The fsr replaced the damaged pipettor syringe cable. The fsr could not determine the source of the liquid that leaked onto the pipettor syringe cable. The fsr found no instrument issues that could possibly have caused liquid leakage in the area of the pipettor syringe cable. A product labeling review found the architect system operations manual and the system service and support manual contain adequate information for the described issue, and the manual notes to keep liquids away from all connectors of electrical communication components. The customer was referred to the product labeling for such information. A historical quality data review of 12 months did not identify any adverse trend for burning or melting pipettor syringe cables. A service history review found no service history issues with the i1000sr serial no. (B)(4). No additional complaints for pipettor syringe cable issues were found to have been documented for the i1000sr serial no. (B)(4) since the fsr serviced the analyzer and replaced the damaged pipettor syringe cable. A review found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The complaint investigation information did not reasonably suggest a malfunction caused this issue. A used pipettor syringe cable was damaged due to liquid leaking from an unknown source. No systemic deficiency or adverse trend of a pipettor syringe cable issue was identified during this investigation, and no further investigation of this complaint issue is required.